Manufacturer narrative:
The hill-rom tech found the right and left siderail not latching due to broken center arms. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arms to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left and right siderail would not stay latched. The bed was located at the account on the (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).